Manufacturer narrative:
The device evaluation is complete, the codes under section h have been updated to reflect this.

Event description:
It was reported the device displayed an error message and had to be removed from a critical patient, resulting in a delay in treatment. The user facility originally reported the delay in treatment caused adverse consequences. Upon follow up, it was found that there were no adverse consequences as a result of the delay.

Event description:
It was reported the device displayed an error message and had to be removed from a critical patient, resulting in a delay in treatment. The user facility reported the delay in treatment caused adverse consequences, but no further information has been provided at this time. Attempts have been made to reach the customer for more information; however, the customer has not responded to these attempts.

Manufacturer narrative:
It was originally reported that there were adverse consequences as a result of delay in treatment. Upon follow up with the user facility it was found that there were no adverse consequences. Section b5 has been updated to reflect this.

Event description:
It was reported the device displayed an error message and had to be removed from a critical patient, resulting in a delay in treatment. The user facility originally reported the delay in treatment caused adverse consequence. Upon follow up, it was found that there were no adverse consequences as a result of the delay.